Event description:
It was reported that the customer was hospitalized due to high blood glucose. The blood glucose reading at time of call was 270mg/dl. The events leading to the admission were nausea, headache, dizzy, thirst, and eye pain. It was reported that the insulin pump alarmed no delivery during a bolus. Troubleshooting was performed. It was stated that the customer changed the infusion set, reservoir, and insulin to solve the issue. Advised the caller that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis as been completed.